Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brown out reset. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. (Serial number) was updated from (B)(6) based on returned product download.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced feeling "dizzy, lost balance while walking," a loss of consciousness, and a seizure. The customer was seen by a healthcare provider where a glucose tablet and an intravenous glucose serum were administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced feeling "dizzy, lost balance while walking," a loss of consciousness, and a seizure. The customer was seen by a healthcare provider where a glucose tablet and an intravenous glucose serum were administered for treatment. There was no report of death or permanent impairment associated with this event.